Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacture date. Updated fields: h2, h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause for the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material on the light guide rod lens. There was no patient involvement.